Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose drinks to address bg. Customer updated their pump settings to address the event.